Manufacturer narrative:
The snowden-pencer atraumatic grasper subject of the reported event was returned to the supplier for evaluation. Evaluation results determined that all components, including the pin, were intact within the instrument; no components were missing. As the snowden-pencer atraumatic grasper was found to have all components, the initial report of the pin breaking and falling into the patient was apparently made in error by user facility personnel. The device history record (DHR) was reviewed for the subject snowden-pencer atraumatic grasper and confirmed that the device was manufactured to specifications. No issues were noted. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the pin on their snowden-pencer atraumatic grasper broke off and appeared to have fallen into the patient. The patient procedure was completed successfully. The patient received an x-ray, and user facility personnel confirmed no device piece was observed. No injury was reported.